Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. A technique issue and user issue were identified in the complaint. These may have contributed to the unexpected results observed by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required .

Event description:
The caller alleged a discrepant low inratio inr results in comparison to the laboratory inr results. Results are as follows: date: 06/16/2015, inratio inr: 1.9, laboratory inr: 2.7, time between testing: 1-2 hours. Date: 06/24/2015, inratio inr: 1.7, laboratory inr: 2.2, time between testing: 1 hour. Therapeutic range: 2.0 - 2.5. The caller reported that multiple drops of blood was applied to the inratio testing strips and the monitor was placed on the box to elevate it. This is considered to be an improper technique and a user issue when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.